Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization of the right iliac artery target lesion, the first coil used/an orbit rdfl complex standard became stuck in the prowler select lp-es 150/5 cm 45 shape microcatheter (mc). The delivery wire of the coil became kinked/bent. It was not known where in the mc the delivery system became stuck. The procedure was continued using the same mc and a new coil to complete the procedure successfully. There was no reported patient injury. Preliminary inspection of the returned delivery tube of the coil indicated that it was separated. The physician reported that the procedure was performed in accordance with the instructions for use (IFU) and that the possible cause of the event was that thrombus had entered into the mc causing adherence to the coil. It is not known if any thrombus was actually observed/seen on the coil delivery system after removal from the patient. The right iliac artery target lesion was reported to be: not calcified/tortuous. Prior to use, no product issues were noted upon visual inspection of both devices. The patient was heparinized during the procedure but it is unknown if an act was done. The patient was on antiplatelet therapy prior to the procedure. The patient did not experience any adverse event as a result of thrombus. There was no reported pre-existing thrombus in the target lesion. There was no reported difficulty flushing the devices prior to use. There was no reported additional product issue noted upon inspection of the devices after being removed from the patient. It is not known if there was any loss of access to the target lesion as a result of the reported product issues. No additional information is available. (B)(4): a non-sterile orbit rdfl complex standard was received coiled inside of plastic bag. The returned device was inspected; the hypotube of device was noted to be broken at the middle, the hypotube seems to have kinked before breaking occurred. Several kinks were noted along the two returned pieces of hypotube. The introducer was unzipped, and in good condition. The support coil and the gripper were received inside of the introducer, while the embolic coil was partially outside from the introducer. The support coil, gripper and embolic coil were in good condition. Dried blood was noticed on the distal end of the introducer and on the embolic coil. The embolic coil and the gripper of the device were inspected under microscope; both of them were found without damages. The hypotube was found broken; it seems to be kinked before breaking occurred. The od from the delivery tube was measured and was found within specification. No functional test could be performed due to the returned condition of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to introduce the orbit coil system through the mc could not be evaluated due to the returned condition of the device. However, the analysis of the device does not suggest a relationship to the manufacturing process. Additionally the device was found to be kinked and separated; these also appear to be related to procedural use. Based on the findings of blood on the distal end of the introducer and coil and the report that the event may have been due to thrombus entering the mc, it appears that the procedural factor of not maintaining an adequate continuous flush through the mc as outlined in the instructions for use (IFU) is a contributing factor. The IFU outlines that in order to achieve optimal performance of the trufill dcs orbit detachable coil and to reduce risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the infusion catheter and the trufill dcs orbit detachable coil. Additionally, inspections are in place which indicates that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00144 and #1058196-2012-00145.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00144 and #1058196-2012-00145.

Event description:
The report received from the affiliate indicated that during a coil embolization of the right iliac artery target lesion, the first coil used/an orbit rdfl complex standard became stuck in the prowler select lp-es 150/5 cm 45 shape microcatheter (mc). The delivery wire of the coil became kinked/bent. It was not known where in the mc the delivery system became stuck. The procedure was continued using the same mc and a new coil to complete the procedure successfully. There was no reported patient injury. Preliminary inspection of the delivery tube of the coil indicated that it was separated. The physician reported that the procedure was performed in accordance with the instructions for use (IFU) and that the possible cause of the event was that thrombus had entered into the mc causing adherence to the coil. It is not known if any thrombus was actually observed/seen on the coil delivery system after removal from the patient. The right iliac artery target lesion was reported to be: not calcified/tortuous. Prior to use, no product issues were noted upon visual inspection of both devices. The patient was heparinized during the procedure but it is unknown if an act was done. The patient was on antiplatelet therapy prior to the procedure. The patient did not experience any adverse event as a result of the observed thrombus. There was no reported pre-existing thrombus in the target lesion. There was no reported difficulty flushing the devices prior to use. There was no reported additional product issue noted upon inspection of the devices after being removed from the patient. No additional information is available.